Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a single user was able to log in but could not view the patient list due to missing assigned roles and facility access. A technical support specialist verified normal station display, accessed the application server and pes website, identified that the affected user ID had no assigned roles or facility permissions, informed the customer of the findings, advised coordination with hospital information technology or the site pyxis administrator to assign appropriate roles, and obtained approval for case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a single user was able to log in but was not able to view the patient list. However, there were no delays or adverse events or injuries reported based on this event.